Manufacturer narrative:
Result: retaining post, hex head cap screw.

Event description:
It was reported by service report that the cot's retaining post was loose. No pt involvement or adverse consequences are reported.